Event description:
Reporter alleged the customer was unable to use the active s system due to an error message and was experiencing hyperglycemic symptoms at the time. Reporter stated the ambulance was called and their device read 500 mg/dl so they treated the customer with insulin. No other actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.